Event description:
It was reported that the patient's ipg had lost communication with the external devices following a unrelated procedure. Troubleshooting was unable to resolve this issue. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Event date: event date is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
A patient's ipg became inoperable was reported to abbott. The ipg was not set to surgery mode while the patient underwent an unrelated surgical procedure. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.